Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that a new microcatheter was used to complete the procedure. The catheter puncture was not due to the guidewire. A perforation and leakage were detected in the microcatheter during inspection. Subsequent testing with a guidewire further confirmed the presence of the perforation. There was no damage or evidence of tampering to device packaging. The cause of the leak was not determined.

Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. The unknown guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damage was found with the echelon-10 hub. No damage or irregularities were found with the echelon-10 micro catheter body or marker bands. The distal tip was found ovalized. The catheter tip appears to have been shaped. A puncture was found proximal to the distal marker band. The edge of the break was found jagged. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.7cm and the usable length (to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the puncture. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. Customer reported that the leak was found during inspection; however, the distal micro catheter appears to have been shaped. Therefore, the original condition of the micro catheter could not be assessed. Customer reported finding the leak prior to puncturing the device with the guidewire. The cause of the leak could not be determined. Ngod10 2026-02-17 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the preparation process, a distal perforation and leakage were discovered in the microcatheter, and the guidewire could pass through the perforation. The surgeon requested that the device be returned. The catheter was inspected or tested prior to use. The leak was observed during preparation. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing embolization of a right internal carotid artery communicating segment aneurysm. It was noted the patient's vessel tortuosity was minimal. Access vessel was the right femoral artery with a 7mm diameter.